Manufacturer narrative:
The t:slim x2 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to load a cartridge with approximately 75 units. During the routine supply change, due to being disconnected from the pump for the duration of the time it took the customer to load a new cartridge, the customer's blood glucose (bg) level elevated to 286 mg/dl. The customer addressed the bg level with a correction bolus. During troubleshooting, the customer successfully added additional insulin and completed the load process.